Event description:
The customer reported, the image produced was so poor the system could not be used. No report of pt injury.

Manufacturer narrative:
A ge service rep performed an on site investigation. The display adapter and passive backplane were replaced. The system was then found to be operating as intended.